Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump was out of insulin and returned a missed bolus alert. Customer reported that although the reservoir was empty, no low reservoir alarm was returned. Customer reported receiving four to five missed bolus alerts per day. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.